Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacturer representative that the probe was not working. There was no known patient impact.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was confirmed that during the procedure, while using the probe the stim current was low, then it would shoot up to 30. They would make adjustment but kept going back to 30, it appears it got stuck in open position. They swapped out the probe and continued the case. There was no patient impact.